Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and femoral loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10: concomitants: 02-012-51-4013 - logic tib insert impl crc, sz 4, 13mm 2855022 02-010-03-0240 - logic cr femoral cem, left, sz 4 2618033 02-010-03-0350 - logic cr femoral cem, right, sz 5 2241853 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t 2965312 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 3691458 200-02-38 - three peg patella 38mm 3602242 200-02-38 - three peg patella 38mm 3602296 201-78-15 - holding pin mini sharp point 4 pk 2950666 201-78-82 - collar fixation pin 2pk 40mm, quick release 3767188 201-78-89 - 3" drill bit, mod. Hex 2 pack 3686417 201-78-89 - 3" drill bit, mod. Hex 2 pack 3830134 pending investigation.

Event description:
As reported via legal documentation the 59 y/o male patient had a right knee replacement on (B)(6)2015. Approximately 7 years and 2 months after the initial procedure the patient had a right knee revision on (B)(6)2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6)2022 diagnosis: failed right knee arthroplasty due to polyethylene wear and flexion instability, femoral component found to be the debonded from the cement. "Copious straw-colored synovial fluid was obtained. I then sent synovial specimens for culture as well as frozen pathology. A generous medial peel was performed to assist with exposure. A partial synovectomy was performed to reestablish the medial and lateral gutters. Next, the polyethylene was removed with an osteotome. There was no gross evidence of polyethylene wear. The femur was then easily able to be disimpacted. The implant was found to be completely de bonded from the underlying cement. There is no cement attached to the femoral component. The remaining cement was removed piecemeal with an osteotome, taking care to avoid damaging the remaining bone stock. The patient was roused from anesthesia, having tolerated the procedure well without complication. He was brought to pacu in stable condition."